Event description:
Unable to power on. Philips received a complaint on the defibrillator indicating that the device unable to power on. There was no patient involvement.

Manufacturer narrative:
(B)(6).